Event description:
It was reported that during an implant procedure, the transition area between the lead's proximal defibrillation coil and the outer silicone layer had moved, exposing the metal area under the silicone. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).